Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. Customer either reloaded the cartridge or loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.